Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8730445) was implanted utilizing unknown delivery system. At the 45 day follow-up transesophageal echocardiogram (tee), there were no issues observed. The patient complained of intolerance to dual antiplatelet therapy (dapt). Patient was given half a dose of eliquis (apixaban). One week later, the patient returned with moderate effusion thought to be related to suspected heart failure. Patient treated for heart failure and given another half does of eliquis. One week later, the patient returned with a severe pericardial effusion requiring pericardiocentesis. The patient was reported to be stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3 event date: event date is estimated.

Manufacturer narrative:
It was reported that amulet device was implanted after one partial recapture and no issues were observed on 45 day follow-up. The patient complained of intolerance to dual antiplatelet therapy and was given half a dose of eliquis (apixaban). One week later, the patient returned with moderate effusion located on the ventricle wall thought to be related to suspected heart failure. Patient was treated for heart failure (shortness of breath) through a medication and given another half does of eliquis. One week later, the patient returned with a severe pericardial effusion requiring pericardiocentesis and 900 cc of fluid was drained. The patient was reported to be stable and discharged. The device remains implanted and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, after the device was deployed the disc appeared tenting into the pulmonary vein. The disc appeared to be flat and not elliptical in shape and appeared to have lots of movement with heart contraction. The stabilizing wires appeared to be in the thinnest portion between the laa and transverse sinus. The only portion of the device on the pulmonary vein aspect that is in contact with tissue is the very distal portion where the stabilizing wires are located. In the 135 degree view, the device does not appear to be 2/3 distal to the circumflex. A small pericardial effusion was identified after the procedure. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event. It is unknown if the pericardial effusion was due to implant techniques or due to the oral anticoagulation given, however this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 medical device problem code: 2682 added h6 health effect clinical doe: 1816 dyspnea added.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8730445) was implanted utilizing a 14f amplatzer torqvue delivery system. The patient remained within activated clotting time standard. One partial recapture was needed. At the 45 day follow-up transesophageal echocardiogram (tee), there were no issues observed. The patient complained of intolerance to dual antiplatelet therapy (dapt). Patient was given half a dose of eliquis (apixaban). One week later, the patient returned with moderate effusion located on the ventricle wall thought to be related to suspected heart failure. Patient treated for heart failure (shortness of breath) via medication and given another half does of eliquis. One week later, the patient returned with a severe pericardial effusion requiring pericardiocentesis. 900cc of fluid was drained. The patient was reported to be stable and discharged. It was though the pericardial effusion was likely due to the amulet.